Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: one 4.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff kit and three electronic photos were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A photo review was also performed. The investigation is confirmed for damaged/broken tunneler tip, as the returned photos showed and the sample evaluation confirmed that the proximal tip of the white plastic end on the tunneler was broken and separated from the rest of the tunneler. The proximal tip was initially lodged in the distal tip of the catheter. After removal of the proximal tip, it was observed that the break surfaces of both tunneler fragments matched. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that during preparation of the tunneler component, the plastic stem on the tunneler allegedly broke. There was no patient contact.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation of the tunneler component, the plastic stem on the tunneler allegedly broke. There was no patient contact.